Event description:
It was reported that the patient was admitted for nausea, vomiting, fever, and acute kidney injury, likely due to dehydration. Blood cultures were taken and grew gram positive cocci and methicillin-susceptible staphylococcus aureus. The computed tomography, abdomen ultrasound, and transesophageal echocardiography were negative. The driveline site was clear. The old wound on the neck grew staphylococcus aureus. Cloxacillin was administered to be taken for 6 weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter phone number: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Previous admission for infection: MFR # (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not be conclusively established. The submitted system controller event log file contained events from 27jul2023 through 28jul2023. The file captured persistent pulsatility index (pi) events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket) and sepsis, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pulsatility index (pi). Section 1 and section 4 of the IFU, "system monitor", state that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, entitled ¿patient care and management¿, lists infection and hypovolemia as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that log files were submitted for low flow alarms. The patient had high pulsality index due to over diuresis and lvad speed too high. The cause of nausea and vomiting was due to sepsis. The low flow alarms were the result of sepsis and dehydration. The sepsis was treated and the patient was stable.